Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced possible infection. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention on an unknown date wherein the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.